Event description:
It was reported that a spectrum pump had a failed downstream occlusion, the device failed an occlusion test (over range per manufacturing specification). No error appeared on the screen. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation observed and found that the pump passed the upstream and downstream occlusion testing at the flow line and no issue was found. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'occlusion error' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.